Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) defibrillation lead, pacing impedance measurements of 2000 ohms and high rv threshold measurements were noted. The pocket was reopened and the lead was disconnected and checked via the pacing system analyzer (psa) with normal measurements. The lead was placed back in the device header and the pocket was closed. Then when the patient moved, rv noise and oversensing were observed. There was no pacing inhibition or inappropriate therapy noted. The device was subsequently explanted and replaced and this lead remains in service with no further issues. No additional adverse patient effects were reported.